Manufacturer narrative:
Given the nature of the alleged incident, the device, could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, according to article, the first operation included curettage of infected bone and cement and filling of the defect with antibiotic-containing cement in addition to debridement, antibiotics administration, implant retention. One month later, fresh antibiotic-containing cement was filled after the cement was removed, and a polyethylene insert was seated. Per the article, it was recommended not only debridement of soft tissue but also curettage of infected bone and cement as an addition to the debridement, antibiotics administration, implant retention procedure. Per the article, later during an outpatient clinic visit, no recurrence of infection was observed. There is no gait disturbance, and the range of motion was the same as it was before infection (0°¿110°). Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and sterilization records review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
On the literature review "a late-onset infection after total knee arthroplasty cured without the revision of the femoral and tibial components: a case report", it was reported that, after undergoing total right knee arthroplasty (B)(6) 2016 and a subsequent hospitalization due to bacterial infection, the patient experienced pain, swelling and warmth in the right knee. Aspirate collection confirmed reappearance of staphylococcus aureus (mssa) infection and an x-ray revealed bone erosion under the medial basement plate of the tibial component and in the posterior femoral component. These events were treated by performing a 2-stage revision surgery on (B)(6) 2018, in which necrotic intra-articular tissue was found. The polyethylene insert was removed and a combination of cement with antibiotics was placed. The second stage of this procedure was conducted on (B)(6) 2018, consisting on polyethylene tibial insertion and bone cement removal. No recurrence of infection has been observed at this time.